Event description:
The customer reported a no fluoro-charger failed error message displayed on the system.

Manufacturer narrative:
The ge service rep reset the battery circuit braker. He tested system at max techniques. The system functions as intended.